Event description:
A cracked and shattered touchscreen on the pump was reported, making it illegible and unusable for interaction. There was no information provided about the impact on the customer¿s blood glucose level. The customer was instructed to put the pump into storage mode and return it using a prepaid label, while a replacement pump was arranged to be shipped; in the meantime, the customer would use multiple daily injections to ensure insulin delivery.